Event description:
Additional information received. Rep reported patient seen at post op appt on (B)(6) 2023. Electrode 7 now shows lower impedances than on day of replacement surgery. Cause is undetermined. Patient still programmed around impedances. No issue with therapy. No further information.

Manufacturer narrative:
Continuation of d10: product ID: 377745, lot#: j0555159v, implanted: (B)(6) 2006, product type: lead; product ID: 377745, lot#: n0050967, implanted: (B)(6) 2006, product type: lead; product ID: 97715, serial#: (B)(6), implanted: (B)(6) 2023, product type: implantable neurostimulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the rep was notified that the ins was not working at the time of the procedure on (B)(6) 2023. The cause of the event was undetermined. The patient stated that it had been about 8 weeks since they had tried to charge their device and about 6 weeks since they noticed they weren't receiving therapy due to the device being off. It was reported that the patient had a return of pain. The patient's device was likely overdischarged and replaced with the new rechargeable ins model. It was reported that high impedances were observed on the day of the replacement surgery. Electrode 5 showed impedances at 28160 ohms and 6 and 7 showed greater than 40,000 ohms. It was reported that leads were wiped and replaced and impedances remained. It was reported that the cause could not be determined, but the physician noted a tight bend where the leads connected to the ins, unbent at replacement, but looked like the lead may have slight damage. It was reported that there was no complaint from the patient regarding therapy prior to the probable overdischarge. The patient was programmed around the impedance issues. It was noted that there was no way to determine which lead serial number was the one with high impedance. The issue was resolved. The manufacturer representative indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 377745 lot# j0555159v implanted: (B)(6) 2006. Product type lead product ID 377745 lot# n0050967 implanted: (B)(6) 2006 product type lead product ID 97715 lot# serial# (B)(6) implanted: (B)(6) 2023 product type implantable neurostimulator. Section d information references the main component of the system. Other relevant device(s) are: product ID: 377745, serial/lot #: (B)(6), ubd: 14-sep-2009, UDI#: (B)(4) ; product ID: 377745, serial/lot #: (B)(6), ubd: 10-nov-2009, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.